Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had stopped using the continuous glucose monitor, but might stop to use it again in the future. Customer stated that there were too many alarms and it was a nuisance. Customer did not understand why he would wear it if he still had to check his blood glucose levels. No additional information provided.